Manufacturer narrative:
(B)(4). Corrected data: section b5. Describe event or problem: a distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, of an issue on two (B)(4) infant dual-heated evaqua2 breathing circuits. During device evaluation at fisher & paykel healthcare (f&p) in new zealand, it was found that the evaqua2 limbs were leaking. Method: the complaint (B)(4) infant dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where they were visually inspected and leak tested. Results: visual inspection revealed no notable damage were observed on the returned parts. Leak testing revealed air leakage were confirmed on both complaint (B)(4) infant dual-heated evaqua2 breathing circuits at connection between evaqua2 elbow and collar. Conclusion: we were unable to determine the cause of the leak. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the (B)(4) infant dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, of an issue on two (B)(4) infant dual-heated evaqua2 breathing circuits. During device evaluation at fisher & paykel healthcare (f&p) in new zealand, it was found that the evaqua2 limbs were leaking. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, of an issue on rt265 infant dual-heated evaqua2 breathing circuit. During device evaluation at fisher & paykel healthcare (f&p) in new zealand, it was found that the evaqua2 limb was leaking. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection revealed no notable damage was observed on the returned parts. Leak testing revealed air leakage was confirmed both at connection between evaqua2 elbow and collar. Conclusion: we were unable to determine the cause of the leak. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."